Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds, no capture, undersensing and small r waves noted on the right ventricular (rv) lead that was due to perforation. The lead was reprogrammed off and revised and remains in use. No further patient complications have been reported as a result of this event.